Event description:
An aus was implanted on 11/26/86. The cuff was removed on 11/3/87. On 9/3/88 the cuff was reimplanted and the balloon was removed and replaced, reason not indicated. Unable to obtain additional information.